Manufacturer narrative:
Pump was received with intermittent up button response due to corroded keypad traces. No button error alarm noted during testing. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked battery tube threads and broken pump belt clip slot. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt and the buttons are not responsive. Customer does not recall any significant events leading to the error except that the pump may have been exposed to moisture in backpack. Troubleshooting was done for button error. Customer's blood glucose was 138 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.